Manufacturer narrative:
.

Event description:
The hcp reported the pt developed sepsis and the pump was removed. No pt symptoms were reported. The pump was programmed to deliver fentanyl (5000.0 ug/ml) at a rate of 1.265 mg/day.